Event description:
Customer reported that their intial asi status is blank and battery will not stay in the AED. The maintenance activity was reported as daily checking the asi light. The battery pack expiry date is 7/30/2026. They did not report that this event occurred during patient use.

Manufacturer narrative:
Customer reported that their initial asi status is blank and battery will not stay in the AED. The maintenance activity was reported as daily checking the asi light. The battery pack expiry date is 7/30/2026. Based on troubleshooting and on the fact that this AED is well beyond its 10-year design life, the customer was advised to remove the AED from service. Should additional information become available a follow-up MDR shall be submitted.